Manufacturer narrative:
The field service representative (fsr) could not confirm the reported issue. The fsr tested operation of the mix valves on the channels. The unit operated to manufacturer specifications and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, than an "e0d" error message occurred on the heater cooler unit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.